Manufacturer narrative:
An alarm indicative of a potential malfunction of the disposable cassette was identified. The device was not returned and the lot number was unknown; therefore, a device analysis could not be completed. However, a disconnection between the patient line of the homechoice cassette and a luer transfer set was reported and is known to cause this alarm. The cause of the disconnection could not be determined. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a system error 2240 alarm (air in set/line) occurred on a homechoice device during peritoneal dialysis therapy. This event occurred during drain four of four. The patient was connected at the time of the alarm. The patient stated that the patient line of the homechoice cassette disconnected from the transfer set because of a loose connection causing a system error 2240. The patient stated that they reconnected but the homechoice would not move on. The renal therapy service agent assisted the patient to clear the alarm and remove the cassette. The patient would follow up with the registered nurse. The renal therapy service agent reviewed proper procedures with the patient. There was no patient injury or medical intervention associated with this event. No additional information is available.

Manufacturer narrative:
Device code (B)(4) was added since reporter stated that there was a fluid leak. Upon follow up with the patient, they stated that the transfer set was still in use after the reported event and they have not had any issues with the transfer set during the following therapies. The patient clarified that there was fluid leaking down the patient line as a result of the disconnection. There was no damage observed to the cassette. Should additional relevant information become available, a supplemental report will be submitted.